Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the"transfer incomplete" error was displayed. There was no patient present when this issue was observed. Analysis of the software confirmed the issue was an import failure involving the software.